Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
At the revision, wear was observed at the neck junction part between stem neck and modular head, and replacement was done. The surgeon understands it as a metallosis and requests the investigation to determine the root cause. Revision op date: (B)(6) 2021.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Visual examination of the provided x-ray image, found that the neck of the femoral stem was fractured. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible, because the required lot number was not provided. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: a worldwide lot specific complaint database search, or device history record (DHR) review was not possible, because the required lot number was not provided.